Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 118 mg/dl at the time of the incident. The issue was not resolved after performing troubleshooting. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.